Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient experienced discomfort at the ipg site due to patient losing weight and weight fluctuations. Surgical intervention was undertaken on (B)(6) 2019 during which the ipg was relocated and resolved the issue.